Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "proximal pressure drift" and "internal battery" errors were identified in the device error log. The customer requested no repairs to the unit. The unit will be returned unrepaired.